Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed no delivery. Customer's blood glucose level was 530 mg/dl. The customer treated his blood glucose level with the insulin pump. The infusion set cannula was bent. He had open heart bypass surgery. The site showed signs of infection. White build up was seen at the site and in the center it was really hard. The device was not returned.